Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that an exit block was noted on the rv lead. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).